Manufacturer narrative:
The pump was received with intermittent button response due to moisture on the keypad traces. No button error alarms noted during testing. No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a missing end cap sticker, a stained address/serial number label and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the act and esc buttons are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.